Manufacturer narrative:
PMA/510(k)#:k182980. The zib device of unknown rpn and lot number involved in this complaint was implanted in the patient, and was not available for evaluation. Prior to distribution zib devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the zib device could not be performed as the lot number is unknown. There is no evidence to suggest the user did not follow the IFU. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions, placement of the stent and/or the surgical procedure itself. The procedure may have caused or contributed to infection as zilver biliary devices are placed percutaneously which can lead to infection if the access site is not adequately prepped before inserting the device. Bacteria on the surface of the patient's skin may then enter the patient's body during the procedure manifesting infection around the target location. The complaint is confirmed based on customer testimony. According to the initial reporter, the only major complication encountered was biliary tract infection. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
PMA/510(k)#: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Huang ¿ ¿comparison of uncovered stent placement across versus above the main duodenal papilla for malignant biliary obstruction¿. The overall length of the obstruction and the distance from the end of obstruction to the papilla were confirmed. The guide wire was exchanged for a 0.035-inch guide wire (amplatz super stiff; boston scientific, natick, massachusetts), and a self-expanding metal stent was inserted through the wire. Stents were placed across the papilla in patients with tumor obstruction the lower 2 cm of the cbd, and above the papilla in patients without peripapillary obstruction. The stent protruded 1 cm into the duodenum if it was inserted across the papilla. Postdilation of the stent was not necessary. An 8.5-f external biliary drainage catheter (cook) was left above the stent if necessary. The drainage catheters were irrigated after the operation.